Event description:
After a prolonged second stage of labor, the "mityvac" was applied to the fetal head. The device was used through 9cc uterine contractions at pressures of 20-40 hg and the pressure was released to 4hg between contractions. However, the vacuum-assisted delivery was unsuccessful and the infant was subsequently delivered by cesarian section. At birth the infant was hypotonic and pale, and bilaterial cephalohematomas were noted. The infant had hypotension and hypovolemia that were treated with albumin and blood transfusions. In addition, the infant developed disseminated intravascular coagulation and was transferred to a tertiary hospital for continued evaluation and treatment of a subgaleal hematoma.